Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no hearing sensations with the device. Re-implantation is considered.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report. Correction: the information corrected in this report is the date of reportability awareness. It was incorrectly previously reported. The correct date is 13nov2025. Therefore the initial report was sent within the required time frame (30 days) on 14nov2025.

Event description:
The user's hearing performance with the device was affected. The user was re-implanted with a new device.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device was affected. The user was re-implanted with a new device.